Event description:
It is reported that in 2001 pt underwent revision of left total hip replacement replacing only the acetabular liner and femoral head. Post-operatively pt had difficulty with pain, and in 2002, a bone scan suggested loosening/osteolysis. As a result, 2 months later, the hip was revised where the acetabular liner was noted to have fractured. The acetabular shell, acetabular screws, acetabular liner, femoral head, and femoral stem were all removed and replaced.